Event description:
An 84 yr old female was scheduled for right cataract extraction with intraocular lens implant on 1999. During cataract extraction with alcon legacy 20,000 the .2mm I/a (irrigation/aspiration) reusable tip caused a tear in the posterior capsule of the right eye. The surgeon successfully completed the procedure and the pt left the operating room in good condition. The pt will be seen for surgical post-operative follow-up.